Event description:
The customer stated, he was hospitalized for high blood glucose levels. The blood glucose level was not reported. The customer stated, he changed the reservoir the night prior to being hospitalized, then experienced high blood glucose levels. The customer declined troubleshooting on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.